Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect tsh results generated on the architect i1000sr processing module for a 35-year-old female patient. The following data was provided: customer¿s reference range: 0.350 to 4.940 iu/ml. (B)(6) 2024 sid (B)(6) architect tsh results = 0.72, 0.70 iu/ml. The patient went to another laboratory (biomedicos lab) and obtained the following. Result: (B)(6) 2024 alinity I tsh result = 0.131 iu/ml (reference range: 0.4 to 4.3 iu/ml). The customer retested the samples (serum and plasma) and obtained the following results: (B)(6) 2024 sid (B)(6) (serum) architect tsh = 0.73 iu/ml. (B)(6) 2024 sid (B)(6) (plasma) architect tsh = 0.72 iu/ml. For troubleshooting purposes, the customer sent the sample to orthin lab which utilized the architect i2000sr and the following result was obtained: (B)(6) 2024 architect tsh result = 0.710 iu/ml (reference range: 0.350 to 4.940 iu/ml). The customer does not know which result is correct. There was no impact to patient management reported.

Event description:
The customer observed discrepant architect tsh results generated on the architect i1000sr processing module for a 35-year-old female patient. The following data was provided: customer¿s reference range: 0.350 to 4.940 iu/ml. (B)(6) 2024 sid (B)(6) architect tsh results = 0.72, 0.70 iu/ml. The patient went to another laboratory (biomedicos lab) and obtained the following result: (B)(6) 2024 alinity I tsh result = 0.131 iu/ml (reference range: 0.4 to 4.3 iu/ml). The customer retested the samples (serum and plasma) and obtained the following results: (B)(6) 2024 sid (B)(6) (serum) architect tsh = 0.73 iu/ml. (B)(6) 2024 sid (B)(6) (plasma) architect tsh = 0.72 iu/ml. For troubleshooting purposes, the customer sent the sample to orthin lab which utilized the architect i2000sr and the following result was obtained: (B)(6) 2024 architect tsh result = 0.710 iu/ml (reference range: 0.350 to 4.940 iu/ml). The customer does not know which result is correct. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 61613ud00 and the complaint issue. The overall performance of the architect tsh reagent was reviewed using field data from customers worldwide. The median population result for lot 61613ud00 is within established limits, indicating that the lot is performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified. The architect tsh reagent, lot number 61613ud00, is performing as expected.